Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 sensor wire "broke off in patient's body." Patient's mother sought medical attention on (B)(6) 2014 and stated that x-rays display sensor wire was retained in patient's body. At the time of contact with dexcom technical support no injury was reported and patient was in good condition.

Manufacturer narrative:
(B)(4).